Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, inappropriate auto mode switching episodes were observed upon reviewing the session records. There was competitive atrial pacing with no induction. Programming changes were made. Patient's condition was fine.